Event description:
Optical fiber broke inside patient and retrived without problems. No adverse effects to patient have been reported.

Manufacturer narrative:
Optical fiber broke inside patient. We are unaware about patient/operator injury.